Event description:
Pt has a history of tibia varum and blounts disease. Pt had bilateral hemi-epiphysiodesis with hinge plates. On (B)(6) 2012, upon x-ray it was discovered: tibia varum, left with fracture with broken screw following hemi-epiphysiodesis. Plate and screw were removed and application of new non-articulating guided growth plate to the left proximal tibia completed.